Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp359h; ma8dpkq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent removal of internal fixation after operation of right patella fracture on (B)(6) 2019 and suture was used. Following the procedure, the patient suffered from erythema, inflammation and wound secretion on the incision. The patient was rehospitalized on (B)(6) 2019, during which the patient was treated with cefuroxime sodium injection for anti-infective therapy. On 09/18/2019, debridement and suture were given to the patient. The patient¿s condition changed to better. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). ---------------------------all answers are unobtainable.